Manufacturer narrative:
The returned plate was examined visually under magnification. The plate broke across the fourth hole from the right side of the plate (when the part number and batch number laser marks are upright). Under magnification, one of the plate fracture surfaces was consistent with a brittle fracture pattern (single, overloading event), while the other had some beach lines present (fatigue fracture). The plate appears to have been bent close to the fracture. Additional mdrs associated with this event: 3025141-2020-00262: screw 1, 3025141-2020-00263: screw 2, 3025141-2020-00265: screw 4, 3025141-2020-00266: screw 5, 3025141-2020-00267: screw 6, 3025141-2020-00268: screw 7, 3025141-2020-00269: screw 8, 3025141-2020-00270: screw 9, 3025141-2020-00271: screw 10, 3025141-2020-00272: screw 11.

Event description:
A plate was implanted in the patient. A few weeks post op, the plate broke. The plate and screws were removed during a revision surgery and replaced.